Manufacturer narrative:
The pacemaker remains implanted. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the device remains in service. Should additional information be received this investigation will be updated.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received states that the battery status on this device is down to 0.5 years. Atrial undersensing was also noted when the device was checked. Boston scientific technical services (ts) was contacted and suggested that an upload of the memory be performed and evaluated. There have been multiple atrial tachy responses (atr). Impedances are around 300 ohms. Ts discussed the process with the local sales representative and troubleshooting issues with performing the upload of the memory.

Event description:
Subsequently, boston scientific received information that a memory upload was performed and returned to ts for analysis. Memory analysis of the average charge time recorded in device memory would indicate 20% remaining on the gas gauge. However, remaining battery capacity and the last charge time measurement indicate that this device could be at or near ert. It was noted that this device had many atrial tachy responses (atr) and longevity parameters that may have been affected by invalid charge time measurements related to atr fallback mode switching. At the programmed settings with automatic capture (ac) on, the longevity shows less time than expected. However when the ac is programmed off the estimated longevity time is longer. Ts's recommendation is that the device be checked again.

Event description:
Subsequently, boston scientific received information that this patient died in (B)(6) 2012. The exact cause of death was not reported. Boston scientific received information from the local representative that a health care professional (hcp) was contacted in (B)(4) 2012 for additional information concerning the death of this patient. The local representative had not been informed that the patient had died in (B)(6) 2012. According to the hcp, the patient had been admitted to a local hospital in (B)(6) 2012 due to complaints of dyspnea associated with pneumonia and septic shock. The patient was found to be hypotensive and was initially treated with IV fluids and IV antibiotics. The patient was listed with a "do not resuscitate (dnr)" classification and no heroic measures were requested by the family. The patient's condition improved slightly following treatment and cultures were positive for (B)(6). The physician was concerned due to the patient's previous history of pacemaker placement and the possibility of an infected device and non-boston scientific leads. A chest x-ray identified cardiomegaly with pulmonary edema. On the date of death (four days later), the patient's condition deteriorated as a result of low blood pressure and elevated serum creatinine. The family requested comfort care only and the patient died later that afternoon. The primary death diagnosis included septic shock, (B)(6), bilateral pneumonia, acute renal failure secondary to acute tubular necrosis, valvular heart disease and dementia.

Event description:
Boston scientific received information that upon interrogation of this pacemaker, which had been implanted two years, had a battery status gauge position at the beginning of life. The longevity remaining displayed 3.0 years. No adverse patient effects were reported.